Manufacturer narrative:
This electrode will be returned. Upon return and analysis this investigation will be updated. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies; no insulation damage was observed.

Event description:
It was reported that a pneumothorax occurred during the implant of this electrode. It was confirmed that the electrode tunneling got into the rib cage. The electrode was removed and the part of the damaged lung was treated. The implant continued, but due to suspected damage of the insulation of this electrode, a new electrode was used. This electrode will be returned. No additional adverse patient effects were reported. The field representative later reported that to repair the patient's lung, the damaged area was cut and anastomosis by automatic anastomotic instrument under thoracoscopy. The patient's condition was stable.

Manufacturer narrative:
This electrode will be returned. Upon return and analysis this investigation will be updated.

Event description:
It was reported that a pneumothorax occurred during the implant of this electrode. It was confirmed that the electrode tunneling got into the rib cage. The electrode was removed and the part of the damaged lung was treated. The implant continued, but due to suspected damage of the insulation of this electrode, a new electrode was used. This electrode will be returned. No additional adverse patient effects were reported.